Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that one out of every four bd vacutainer® cpt¿ cell preparation tube with sodium citrate would underfill. The following information was provided by the initial reporter: ¿ I would like to report a complaint on some tubes we noticed were underfilling. I dont know how many but my phlebotomist would say, 1 out of every 4 tubes were doing it. We basically just tossed any tube that was underfilling and used another one so we could collect the specimen. These specimens were collected for a study and will not be tested for years to come so no erroneous results. I dont have an exact date to tell you when this happened but we still do have some tubes we could send out.¿

Event description:
It was reported that one out of every four bd vacutainer® cpt¿ cell preparation tube with sodium citrate would underfill. The following information was provided by the initial reporter: ¿ I would like to report a complaint on some tubes we noticed were underfilling. I dont know how many but my phlembotomist would say, 1 out of every 4 tubes were doing it. We basically just tossed any tube that was underfilling and used another one so we could collect the specimen. These specimens were collected for a study and will not be tested for years to come so no errenous results. I dont have an exact date to tell you when this happened but we still do have some tubes we could send out.¿

Manufacturer narrative:
Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for underfill with the incident lot was observed. Evaluation and testing of the retain samples was also conducted and underfill was not observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.